Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No damage was noted to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon surface. No issues were noted which may have potentially contributed to the complaint incident. The hypotube was broken 70mm distal from the strain relief. Both sections were returned for analysis. Multiple hypotube kinks were observed along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. There were no issues noted with the profile of the hypotube that may have caused the break. It was noted that the balloon folds were relaxed which may have occurred when the balloon protector was removed from the device. Blood was observed on the outside of the balloon. Due to the condition of the returned device it was not possible to inflate the balloon however a visual and microscopic examination of the balloon found no damage or tear¿s in the balloon material. The rate of burst pressure of this device is 12atm (atmospheres). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, when device was inflated in the lesion, it was noted that balloon ruptured by nominal pressure at 6 atmospheres. The procedure was completed with a 10/2.25 flextome¿ cutting balloon¿. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, when device was inflated in the lesion, it was noted that balloon ruptured by nominal pressure at 6 atmospheres. The procedure was completed with a 10/2.25 flextome¿ cutting balloon¿. No patient complications reported.